Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump had constant error alarms, random no delivery alarms, diminished battery life, and had rejected new batteries, buttons were sticking and the insulin pump was louder during rewind. The customer declined troubleshooting. The insulin pimp will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected e/a alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted.